Event description:
Paramedics responded to a person diagnosed as in atrial fibrillation with rapid ventricular response. This information was transmitted to the hospital in a 12 lead ECG report. The hospital authorized a synchronized cardioversion which was administered by the operator. According to the report, the operator assumed the device would remain in "sync" mode automatically with subsequent shocks and a second shock was adminstered by the operator. The reporter stated the patient was shocked asynchronously and went into ventricular tachycardia. Subsequently, the operator correctly placed the device in "sync" mode by manually pressing the "sync" button before administering a third countershock. The rhythm was converted and no adverse affects to the patient were reported as a result of the alleged malfunction.